Event description:
It was reported that during a prostate procedure at 29:25 minutes of use, a decrease in fiber vaporization efficiency and tip burned were observed @ 102,950 joules of use. The fiber was exchanged and the procedure was completed using a second fiber. There was ¿no patient injury reported¿.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-319h-(B)(4): the fiber cap remains attached and exhibits a drilled through condition; there is some white unknown substance noted inside the fiber cap tip; the bevel section is melted; the fiber is blackened along 2 cm of the distal end; the heat shrink tube is melted. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.